Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 400 mg/dl with nausea and trace ketones associated with a prime issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the patient received an empty cartridge alarm at 08:56am and did not fill or prime the pump until 10:25am. Reportedly, only 4.1 units were primed at that time. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data shows records beginning on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event on (B)(6) 2015 have been overwritten. There were no valid prime issues observed in the available black box data. An ez-prime and 24-hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint, the pump information for the complaint date has been overwritten.